Event description:
It was reported that sometime post port placement, the patient allegedly had swelling surrounding the insertion site and skin turned red. It was further reported that the port and hub connection was allegedly loosed and leakage occurred at opening of the pocket. The patient current status was unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, hickmen single-lumen, 6.6f that are cleared in the us. The pro code and 510k number for the m.r.I. Low-profile implantable port, hickmen single-lumen, 6.6f is identified in d2 and g4. H10: manufacturing review: this is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: the sample was not returned for evaluation, one medical image, video and electronic photo were provided for review. The investigation is confirmed for the reported leak issues as the seepage was coming out from the insertion site. However, the investigation is inconclusive for the reported loose connection and suction issue as the catheter appears correctly positioned although the distal tip is challenging to visualize and the exact circumstances at the time of the reported event are unknown. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 07/2022). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, image, photo and video were provided for review. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, hickmen single-lumen, 6.6f that are cleared in the us. The pro code and 510k number for the m.r.I. Low-profile implantable port, hickmen single-lumen, 6.6f is identified. (Expiry date: 07/2022)

Event description:
It was reported that sometime post port placement, the patient allegedly had swelling surrounding the insertion site and skin turned red. It was further reported that the port and hub connection was allegedly loosed and leakage occurred at opening of the pocket. The patient current status was unknown